Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one euphora rx ptca balloon catheter to treat a mildly tortuous and severely calcified lesion exhibiting 90% stenosis located in the left anterior descending artery. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that during first inflation the balloon burst at a pressure of 10atm for 20 seconds. The device was not moved or repositioned prior to the burst. There was a gradual drop in pressure. Patient status post-procedure is alive with no injury. The procedure was completed with a 2.0x15mm euphora balloon.